Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed, and it failed the speaker tests. The receiver case was opened for an interior inspection, and failed due to an assembly error. Speaker resistance was measured and passed. The speaker connector was reinstalled, and the receiver passed audio testing. The reported event of no audio output was confirmed. The probable was determined to be an assembly error.